Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional defect found during the device evaluation: air/water test failed a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material (identified as simethicone of some type) remained due to deviation from instructions for use / user handling. The event can be prevented by following the instructions for use (IFU): "IFU includes the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU includes the preventive measures in gif/cf/pcf-290 series operation manual chapter 4 operation/ 4.2 insertion/ air/water feeding and suction/ air/water feeding: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additionally, foreign material was found to be clogging the nozzle; this has been attributed to insufficient cleaning. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus there was a blockage in the channel of the evis lucera elite colonovideoscope during reprocessing. The procedure was completed using the same set of equipment. There was no reported patient harm. The product was returned and evaluated, and a white crystallized contamination was found within the air/water channel of the device. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.